Manufacturer narrative:
Additional information: b5, g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the fiber optic cable becomes very hot during optical connection. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update dw 22-dec-2023: the reported issue was noticed during a surgery. Update swit 02-jan-2024: a shoulder arthroscopy was performed. There was no harm for patient, operator or third party. The cable did not come in contact with the patient. The surgery was finished successfully with the same light guide cable. Update dw 10-jan-2024: further information were provided that the event is not related to the used cables and not the ccu with the part number ar-3240-5027. Update dw 29-jan-2024: the number of affected devices and lot number of the defective cables were provided.